Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned components underwent thorough analyses. The cuff was visually and microscopically inspected and tested for leaks. A pinhole tear, consistent with wear at a fold in the cuff, was identified proximal to the cuff backing. The hole found during analysis likely caused the reported clinical observation of fluid loss. No other issues were identified during analysis of the cuff. No issues were found during analysis of the pump or the balloon. The product analysis did not confirm the urinary incontinence; however, the cuff leak identified would cause the cuff to malfunction, leading to the urinary incontinence issues

Event description:
It was reported that this artificial urinary sphincter was revised due to recurring incontinence. During the revision, the pressure-regulating balloon was found to be empty. Investigation determined that the cuff was the source of the leak. The entire system was replaced. No patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter was revised due to recurring incontinence. During the revision, the pressure-regulating balloon was found to be empty. Investigation determined that the cuff was the source of the leak. The entire system was replaced. No patient complications were reported.